Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported burr status mismatch errors. Mps reported cuts were deep 1.5mm but no red was showing on bone model during cuts. She also reported last week there were several burr status mismatch errors popped during cases. Mps is concerned and requesting service visit. Case type: tka. Per response: "there was no patient delay as we had completed the cuts and were trialing at the point of noticing the depth resection of the cuts".

Manufacturer narrative:
Reported event an event regarding robotic arm involving a mako robotic arm was reported. The event was confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: mps reported the cuts were off. Inspected the system and found j5 transmission cable frayed. Replaced the cable. Also, ran a kin calibration to ensure accuracy. Tested the system to ensure operation. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that the device was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported burr status mismatch errors. Mps reported cuts were deep 1.5mm but no red was showing on bone model during cuts. She also reported last week there were several burr status mismatch errors popped during cases. Mps is concerned and requesting service visit. Case type: tka. Per response: "there was no patient delay as we had completed the cuts and were trialing at the point of noticing the depth resection of the cuts".